Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was slightly under-sensing ventricular fibrillation. No programming changes or intervention were completed due to rhythm being successfully treated. The patient was stable.